Manufacturer narrative:
Patient weight is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI: (B)(6), serial: (B)(6), batch: a000184079. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2026 the patient experienced a cerebrospinal fluid (csf) leakage. As such, the patient experience pain in the right thigh. No intervention was taken. The pain was resolved the next day. Investigation was unable to determine which of the leads attributed to the issue.